Event description:
It was later reported that the patient was admitted for dizziness on (B)(6) 2017. The patient was found to be anemic and was given blood. The patient was also found to be bacteremic due to strep gallonyticus. On (B)(6) 2017 the patient had upper and lower extremity weakness. Head computer tomography (CT) demonstrated right large frontal hemorrhage. Serial head CT noted worsening in size of intracerebral hemorrhage (ich) with increased mass effect. The patient was made comfort care and left ventricular assist device was turned off on (B)(6) 2017.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. In addition, a specific cause for the patient's infection could not conclusively be determined through this evaluation. No autopsy was performed. The device was not explanted and was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists stroke, bleeding, and infection (local, driveline or pump pocket infection) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook is also currently available. The handbook contains various sections which provide care instructions for preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away due to a brain bleed. It was reported the pump was operating as intended. No autopsy will be performed. The device will not be explanted. The device will not be returned for evaluation.